Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to complete the prime test due to protruded/loose drive support disk. The motor passed motor test. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during a priming attempt. The blood glucose reading was 111 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.